Event description:
It was reported by svc report that the safety bar on the head section will not spring back. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Safety bar.